Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us suddenly stopped working with no alarm while connected to a patient. The patient was immediately removed from the broken ventilator and ventilated with an ambu bag (artificial manual breathing unit). At this time, there is no information regarding patient harm associated with the reported event.